Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator does not startup after software update / upgrade to sw3.x.. No patient involvement.